Event description:
The hcp reported pt was feeling symptomatic six hours after bolus. The hcp had programmed a six hour brige bolus. The pt was experiencing increased pain following the completion of the bolus. The hcp is uncertain if the correct "drug mixture" had been administered. The pt is "doing fine-no adverse symptoms long term".